Event description:
Service of summons and complaint was manufacturer's first notice of this event. Plaintiff's counsel claims in the complaint that the patient suffered and expected to continue suffering from chronic nerve pain in her left hand resulted from non freezing cold injury. He alleges that donjoy iceman was used continuously for two-days post-operatively on her left hand. The complaint contains no information about the therapy protocol prescribed by plaintiff's doctor (e.g., duration of cold therapy sessions and breaks in between same, temperature settings) the barrier placed between the device and the patient's skin, instructions provided to the patient about use of the device or whether there were any contraindications for cold therapy. Plaintiff claims iceman caused her left hand and fingers to swell underneath the post-surgical wrappings. The fingers on her left hand swelled up and became blue in color. The company has been unable to confirm the manufacturer of or inspect the device. Because the matter is in litigation, it has been turned over to outside counsel for further investigation.